Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: academic emergency medicine. 2004; 11: 730¿735. (B)(4).

Event description:
It was reported via journal article "title: a randomized, controlled trial comparing long-term cosmetic outcomes of traumatic pediatric lacerations repaired with absorbable plain gut versus nonabsorbable nylon sutures". Authors: helen karounis, mdcm; serge gouin, mdcm; harley eisman, mdcm; dominic chalut, mdcm; helene pelletier, rn, bsc; bruce williams, md. Citation: academic emergency medicine. 2004; 11: 730¿735. The objectives of the study was to show that the use of absorbable sutures in pediatric traumatic lacerations affords good long-term cosmesis and no increase in complications when compared with wounds sutured with non-absorbable sutures. This was a randomized clinical trial conducted in a pediatric emergency department of 95 patients with lacerations and were included in the study. Of which, 50 patients were randomized to group a (20 female and 30 male patients; median age: 8.1 years) and 45 patients were randomized to group na (17 female and 28 male patients; median age: 9.5 years). Group a patients received absorbable plain catgut sutures (ethicon) and patients in group na received non-absorbable nylon sutures (ethicon). In group a, reported complications included dehiscence (2%) and surgical scar (n-2) which required surgical scar revision. In group na, reported complications included dehiscence (11%), infection (2%), and surgical scar (n-1) which required surgical scar revision. The study suggests that the use of plain gut absorbable suture material in pediatric traumatic lacerations affords good long-term cosmesis and similar complication rates as in traumatic wounds repaired with nonabsorbable, nylon suture material.